Manufacturer narrative:
(B)(4). Date sent: 12/04/2019

Manufacturer narrative:
(B)(4). Date sent: 03/04/2020. Device analysis: the visual analysis of the returned device was consistent with an explanted device (e.g. Bent links, cosmetic damage, etc.). The average link length was measured to be within specification. However, the tensile test results indicate higher than the specification separation force. High separation force: during the tensile test measurements, the out-of-specification peaks were observed at locations with bent links. The DHR review of the reported lot number 20393 indicates that no devices were rejected for high magnetic force at 100% force test inspection. This suggests that the measured high magnetic force is not due to the magnets, but rather due to the bent links. It is presumed that certain orientations of bent links are "catching" during the tensile test. Bent wires: the DHR review of the reported lot number 20393 indicates that the wires link bending was within specification. Note that bent wires are not atypical of an explanted device, due to the forces applied during the explant procedure. However, no conclusions can be drawn on when and how the wires were bent by the user after the device left the manufacturing site. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 20393 was reviewed. No ncs, reworks, or defects related to the product complaint were found. Additional information: patient gender: male. Patient initials or ID: (B)(6). Patient dob: (B)(6). Patient bmi or weight: (B)(6). Implant date: (B)(6) 2018. Explant date: (B)(6) 2019. Implanting physician: dr. (B)(6). Device size: 16 bead (clasp). Device lot: 20393. Test performed: video esophagram- no hiatal hernia. Normal esophageal motility. +reflux egd- esophagitis, hill grade 2 valve, no hiatal hernia. Pathology- no barrett's. Additional testing prior to removal: veg ((B)(6) 2019)- intact linx. Intraesophageal reflux present. No gastroesophageal reflux or hernia. Relatively atonic distal esophagus with delayed emptying of barium cracker. Egd ((B)(6) 2019)- hill grade 1, linx in proper position. Linx dilated to 20 mm. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? No. What was the reason for removal of the linx device? Ongoing dysphagia. How severe was the dysphagia? Mild. Was the device found in the correct position/geometry at the time of removal? Yes. Dense scarring around the gej and encapsulation of linx. Was a replacement linx device used? No.

Event description:
It was reported that the linx device was explanted on (B)(6) 2019 due to ongoing dysphagia. There were no patient consequences.